Event description:
It was reported to the consultant: during a procedure surgeon was using a 5-pack of sternal zipfix with needle. Two (2) of the 5 implants became disconnected inter-operatively. Surgeon removed all implants and applied new zipfix to the pt and the procedure was completed. Consultant noted surgeon was not trained in the use of zipfix, consultant was not informed of the procedure. Consultant has since trained the surgeon with successful results.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.